Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to provide device evaluation results and to correct field d2. Patient code 3191 captures the reportable event of surgery. The device was returned and analyzed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The device was returned and it is waiting for analysis.